Event description:
It was reported to philips that the heartstart mrx defibrillator would not discharge into the test load when the shock button was pressed during the opcheck test. There was no pt involvement.

Manufacturer narrative:
Pr # (B)(4).